Event description:
It was reported that lead demonstrated high impedance measurements and the lead alert was triggered. Chronic high thresholds were also reported. The lead was capped and replaced. Performance data were collected from the device, analyzed and found to be out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. Analysis revealed there were four patient alerts for out of tolerance subthreshold lead impedance measurements between (B)(6) 2011. Weekly pace lead impedance trend data shows a gradual increase for minimum and maximum right ventricular pace; from 832 ohms to 1280 ohms peak between (B)(6) 2010 and (B)(6) 2012. It was also noted there were nine ventricular nonsustained tachycardia episodes less than or equal to 160ms between (B)(6) 2011 and (B)(6) 2012.